Event description:
The pt reported that last week e4 (occlusion) error was displayed on the infusion device every day and blood glucose elevated to 500 mg/dl. The pt changed the infusion set and the following day e4 was again displayed. The pt's normal blood glucose level is 115 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.